Manufacturer narrative:
The device history record for the reported lot number, 30279521, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device was evaluated. The tube was received without the original packaging. The stylet guidewire was still intact into the tubing when received in the lab. No visible damages, breakages seen on this tube. The following tungsten component were received without the entirety of the tubing. Per the complaint description, the tube that's associated with the 10 tungsten was already discarded. No visible breakages to the 10 tungsten. Since the tubing was discarded, the reported breakage to this tube was unable to be assess. Root cause could not be determined. All information reasonably known as of 01-may-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the tube was placed properly with x-ray and there were some shadows, so gastroscopy was performed, and it was detected that some tungsten weights were left in [the patient's] stomach. The tube was already discarded, but 10 tungsten weights were collected from the stomach." There is a possibility that two "tungsten weights are still left in the stomach. For now, no patient injury nor medical intervention were reported."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 26-feb-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.